Event description:
It was reported that the customer experienced a cgm error related to a g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing complete pump reset information and walking them through the reset process, after which the cgm error did not reoccur, allowing the customer to successfully start their sensor session.